Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on 13jun2023 after a successful trial phase. In (B)(6) 2023 the patient reported receiving pain relief from the system, however patient was also experiencing skin discomfort, irritation, and rash. Multiple nalu adhesive clip styles were trialed without success in alleviating the discomfort. The firm offered a variety of options to the patient to avoid sensitivity, patient declined further troubleshooting and requested system explant. Patient reported that medications being taken both pre and post implant cause susceptiblity to skin sensitivity issues. Intervention was delayed due to prior medical conditions. Full system explant was performed on (B)(6) 2024 per the patient request.

Manufacturer narrative:
Patient did not indicate any skin irritation during the trial phase of the process and declined troubleshooting after the permanent implant. Per the patient, there are pre-existing medical conditions which are being treated with medications that increase susceptibility to skin sensitivity issues. Skin reactions to the nalu adhesive clips is a known risk of the system and the firm offers a variety of options for avoiding that issue. This patient trialed several styles of adhesive clips and then declined any further troubleshooting and requested to have the system explanted instead.